Manufacturer narrative:
One pneupac parapac ventilator was returned for analysis in good condition. The device history log was reviewed with no discrepancies noted. Oxygen supply was then connected to the unit and powered on; confirming complaint. Based on the evidence the root cause is unknown. However, the functional testing revealed that the tidal volume is out of calibration.

Event description:
Information was received indicating that a smiths medical pneupac parapac ventilator was observed to be out of range. There were no reported adverse effects.